Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the entire stent profile was damaged and moved distally on the balloon. The distal end of the crimped stent received minimal damage however the proximal portion and mid section show severe bunching & overlapping of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at several locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found a break in the outer/inner shaft at 55 mm proximal from the distal tip edge. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 32x3.00mm promus premier stent was advanced but encountered difficulty in crossing the lesion. After several attempts in crossing the lesion, it was noted that the stent was kinked. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: (B)(6) or older. Device is a combination product. (B)(4),

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. A 32x3.00mm promus premier¿ stent was advanced but encountered difficulty in crossing the lesion. After several attempts in crossing the lesion, it was noted that the stent was kinked. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.